Event description:
It was reported that "after insertion, incomplete inflation of the balloon is noted on echocardiography". Additional information received stated that an additional catheter was used. Unknown if second catheter was inserted at the same site at time of report. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of iab would not inflate completely is not able to be confirmed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Additional information received stated that the first insertion site was used for the second catheter.

Event description:
It was reported that "after insertion, incomplete inflation of the balloon is noted on echocardiography". Additional information received stated that an additional catheter was used. Unknown if second catheter was inserted at the same site at time of report. Patient condition reported as "fine".